Manufacturer narrative:
(B)(4). All operating currents are within specification. No unexpected low batt or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/delivery, and excessive no delivery alarm test. No delivery anomaly noted during testing. Unit functioned properly. Unit received with minor scratched lcd window, cracked reservoir tube window corners, cracked reservoir tube window, cracked reservoir tube lip and cracked battery tube threads. Unit passed the dat test with 0.08835 inches

Event description:
Customer reported via phone call high blood glucose levels and hospitalization. Customer¿s blood glucose level was 675 mg/dl. Customer went to the hospital on (B)(6) 2017 during the evening. Customer was in the hospital for a week, customer had a mild heart attack, the nurse wanted a replacement insulin pump to be sent to the patient and they declined to troubleshoot for high blood glucose levels. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.